Event description:
It was reported to covidien on 03/12/2010 that a customer had an issue with a hemodialysis catheter. The customer reports noticing a small slit in the silicone extension of the catheter causing bleeding, and a leakage during dialysis treatment. Catheter needed to be pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.